Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to two failed removals of filter due to thrombus, filter perforation, and filter embedment. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and· treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. The presence of these clots do not represent a device malfunction. There is no medical evidence of a causal relationship between the vena cava filter and the formation of a thrombosis. Without procedural films available for review, the reported perforation could not be confirmed. With the information available, it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to two failed removals of filter due to thrombus, filter perforation, and filter embedment. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and· treatment. As a further proximate result, the patient has suffered and will ·continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Occupation: other, senior counsel, litigation additional information received per the medical records indicate that the patient has a history of massive bilateral pulmonary embolus with hypotension and right ventricular strain. The patient also had residual deep vein thrombosis, right leg superficial femoral vein and popliteal vein.   The filter was deployed via left femoral vein. It was placed distal to the takeoff of the renal veins. Post deployment, the filter was in the proper position slightly inferior to the renal veins. There were no complications.   Additional information received per the patient profile form (ppf) states that the first removal attempt was twenty-five days after the index procedure. The following month the patient became aware of the reported events. Approximately three months after the index procedure there was a second unsuccessful attempt to remove the device. The patient also experienced blood clots, clotting and or occlusion of the inferior vena cava. The patient continues to experience constant pain on the right where the device is located and emotional anguish due to the filter.   Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of massive bilateral pulmonary embolus and residual deep vein thrombosis, right leg superficial femoral vein and popliteal vein. The filter was deployed distal to the takeoff of the renal veins. There were no complications. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to two failed removals of filter due to thrombus, filter perforation, and filter embedment. Per the patient profile form (ppf), the first removal attempt was twenty-five days after the index procedure. Approximately three months after the index procedure there was a second unsuccessful attempt to remove the device. The patient also experienced blood clots, clotting and or occlusion of the inferior vena cava. The patient continues to experience constant pain on the right where the device is located and emotional anguish due to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.